Event description:
It was reported the pt was experiencing a loss of therapeutic effect. During the last two refill visits, a discrepancy had been noted in the amount of medication left in the pump. On one visit there was more medication than expected. On the last visit the pump had no medication. The patient's oral medication was increased due to a return of pain. Troubleshooting is being considered. The drug used in the pump was not reported. Additional info has been requested from the hcp but was not available on the date of this report.